Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.

Event description:
Customer complains about blood leak during the treatment. Blood flow rate, 112ml/min, tmp, 120mhg. The blood loss was insignificant. No pt harm and no medical intervention was needed.